Event description:
On 8/11/97, the MFR's director of qa & regulatory affairs was informed via voice mail from the facility's director, clinical engineering that the device was explanted and the facility would be sending a medwatch report to the FDA. On 8/20/97, the MFR received medwatch report # 420020-1997-0001 from the facility which states the following. Upon removal of the device, several centimeters of the distal catheter had sheared off and was lodged in the atria of the pt's heart. The pt was transferred to hospital for disposition. The pt was asymptomatic at time of transfer to the hospital. The device was sent with the pt to the hospital to ensure entire catheter retrieval as per the surgeon's instructions. No further details were provided at this time.